Manufacturer narrative:
Results/conclusion - based on evaluation of user facility information and the returned sample; based upon evaluation of undamaged sections of the returned sample the involved device was returned to the manufacturing facility for evaluation. Inspection of the returned device confirmed the urethane coating had been peeled off on the proximal segment and rolled back over the wire in the distal direction on the proximal end approximately 24mm to the distal. The exposed core wire was inspected under magnification. Two lines of abrasions were found to have generated in the longitudinal direction. Two tears were found to have generated on the segment around 30mm from the proximal end of the wire. The two tears were found to have reached the core wire under the two layers of urethane coat. A review of the device history record and the shipping inspection record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample is most consistent with the actual device being subjected to an external force caused by a sharp object at the proximal end of the urethane coat and subsequently the urethane coat was rolled back over the wire while the actual sample being manipulated in the device used concurrently with it. The device labeling does address the potential for such an event and is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel"; and "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported trouble advancing the straight stiff wire through the catheter. The following information was provided by the user facility: physician attempted to advance wire but would not advance; physician removed wire and inserted another; the second wire would not advance; and physician removed second wire to find the distal end damaged exposing a layer beneath.